Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that unspecified malfunction occurred, and the pump would not come out of storage mode. Reportedly, the customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was 105 mg/dl.